Manufacturer narrative:
(B)(4).

Event description:
It was reported the clinician was penetrating the patient's skin when the needle broke. It was noted they were not putting excess pressure on the needle when this occurred. There was a delay in treatment and no patient death or complications reported. Follow up information states the needle broke when it was grasped by the clinician with the driver. Nothing had to be removed from the patient.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the suture needle broke during use was confirmed. Returned was a curved suture needle. The customer also provided a photo of the sample. The needle was broken and approximately 1.3cm of the distal end of the needle was returned. The appearance of the broken end of the needle indicated that it had been bent at that location. The damage observed is consistent with fatigue breakage due to bending. A review of the device history records did not reveal any manufacturing related issues. The needle may bend and break if excessive lateral force is applied. Based upon observed characteristics at the break and the report that the needle broke during use, operational context caused or contributed to this event. No further action will be taken.